Event description:
A baxter engineer reported a pump with a depleted battery. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed. The device was evaluated at the customer's site in late 2006. Inspection of the device found that the pump's batteries were damaged with 13 battery discharges below the alarm threshold, and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.